Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Attempts to retrieve additional information were unsuccessful. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is procedural factors, including the valve implanted was too small for the patient.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an obese patient with a 11500a19 valve model implanted in an unknown position underwent a valve explant intervention after an implant duration of approximately 3 years due to patient prosthesis mismatch (ppm). As reported, the valve size was too small for the patient. Reportedly, at explant the valve was observed to be perfect: no damage in the leaflets was observed. During procedure, the surgeon decided to remove the native leaflets and implanted a non-edwards mechanical valve.